Event description:
It was further reported that a cycling test was done to create a new template, but the maximum heart rate that could be reached was hundred beats per minute, therefore auto-collection was turned off. It was noted that approximately two weeks later, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy eight times from the implantable cardioverter defibrillator (ICD) for the detection of a gradual onset of sinus tachycardia that eventually fell into the ventricular tachycardia (vt) zone. The anti-tachycardia pacing (atp) accelerated the rhythm upon which the patient fainted, and the episode terminated spontaneously. It was noted that the right ventricular (rv) lead exhibited low r-waves which caused low percentage of the device feature that is designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of an svt origin. Reprogramming was done, and the device and lead remains in use. No patient complications have been reported as a result of this event.